Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unable to perform the displacement. Pump received with cracked and bleeding lcd glass and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the display on the insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.